Manufacturer narrative:
Customer will not return the devices to the manufacturing site for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the camera had a hazy image and halo effect around the image. After switching cameras there was improvement but due to bleeding and some continued visualization issues the case had to be cancelled. Cross reference MDR: 2027009-2025-01229.

Manufacturer narrative:
Per investigation by the manufacturing site. No equipment was returned to karl storz goleta for the complaint investigation, so the complaint can't be verified or confirmed. Since the customer's camera was not returned, the image it produced could not be directly compared to a known working th121. Without this comparison there is no way to know if the customer's camera is functioning properly. The following are some possible explanations for a hazy image: ---broken endoscope. ---dirty endoscope. ---dirty lenses in the optical assembly - could be the external to the front lens window of contamination on the internal lenses. ---internal moisture in the camera. ---camera not properly focused. ---light source settings issues. ---internal debris/contamination on the camera sensor. ---dirty/worn ccu connector or camera card edge. ---internal ccu component issue. ---internal camera component issue. ---monitor settings issue. ---ccu/monitor cable issue. Without any of the customer's equipment to evaluate, no conclusions can be made. Unable to determine cause since the customer's equipment was not returned for evaluation. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).